Manufacturer narrative:
The reported 1.5 mm hex driver tip, locking groove was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5 mm hex driver tip, locking groove (part number 80-0728, batch number 343537) was examined visually under magnification. The driver was broken in two pieces. The first piece (proximal end) had a torsional fracture perpendicular to the central axis. The second piece was broken approximately 1" from the tip perpendicular to the central axis. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, or improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery that the surgeon was inserting the locking screw to the al2 plate when the driver tip broke. The surgeon was unable to remove the broken piece and therefore it was left in the patient's body. The surgery was completed with a replacement device of the same model with no delay. No other patient consequences were reported. This report is related to report number 3025141-2024-00730 for the screw involved in this event.